Manufacturer narrative:
(B)(4).

Event description:
The patient reports she is not receiving effective stimulation. Reprogramming initially resolved the issue, however; the issue reoccurred and the patient declined reprogramming or troubleshooting. The patient continues to experience pain. The patient wishes to have the entire scs system explanted. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the scs system.